Manufacturer narrative:
Device not explanted.

Event description:
The manufacturer was informed on this event through the sure-avr registry. On (B)(6) 2017, a male patient received a pvs25 in aortic position. The procedure was performed in median sternotomy and a concomitant CABG was also performed. On (B)(6) 2017, the patient received a permanent pacemaker due to a new conduction abnormality specified as atrio-ventricular block (avb) grade iii. The patient was discharged on (B)(6) 2017 with a good valve functionality.

Manufacturer narrative:
The manufacturing and material records for the percival heart valve, model #icv1210 , s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1210) percival heart valve at the time of manufacture and release. Since the device remains implanted, no analysis on the prosthesis can be performed. Based on the information available, the root cause of the event cannot be determined. However, based on the document review performed, no manufacturing deficiencies were identified. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease and preoperative aortic regurgitation. This event is, therefore, a known, inherent risk of the procedure, and it is listed among the potential adverse events in the percival IFU.